Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 530mg/dl and correction boluses were delivered to address the bg level. Due to the elevated bg level and experiencing diabetic ketoacidosis, the customer was admitted to the hospital. While at the hospital, the customer received treatment in the form of intravenously delivered insulin and fluids. The customer was released from the hospital the day after being admitted. The customer was not able to verify the cause of the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer reported manual injections were currently being used for insulin therapy.